Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported the tip broke in the medullary cavity of the patient's tibial bone during a procedure. The fragment remains in the medullary cavity of the patient's tibial bone. There was no delay, and no medical intervention.